Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door would not open and clicking sounds were heard. The field service engineer (fse) confirmed that door 2 would not recover and attempted replacement with two new latches, which produced the same result. The door board was then replaced, after which the door recovered successfully. The hardware test application and recovery were completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station mn4a door wouldn't open, clicking sounds were heard. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.